Event description:
It was reported that during the attempted implant, the left ventricular (lv) lead dislodged while removing the lead delivery system and the physician was unable to regain access to the coronary sinus. The lv lead was not used and a new lead was implanted. It was also reported that during the attempted implant of the right atrial (ra) lead, the physician was unable to fully insert the stylet into the lead. The ra lead was removed and the stylet was still unable to be inserted while the ra lead was on the surgical table. The ra lead was not used and a new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut, and the lead appeared to have been damaged at implant. (B)(4) the full lead was returned, analyzed, and the distal conductor was found to be distorted. It was also noted that the distal conductor fractured due to overstress, and there was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead appeared to have been damaged at implant. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. The distal stylet failed because the distal conductor was distorted.